Event description:
Allegedly when opened, the rep noticed the component was not what was labeled on the carton.

Manufacturer narrative:
Recall ref #z-2589-2011:this is a reportable malfunction. During a retrospective review of files, we determined this incident to be a reportable malfunction.

Manufacturer narrative:
Conclusion: device was out of spec in a manner that relates to event.